Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tube was broken during the procedure after maneuvering the catheter. Error message "occlusion detected" was observed on the generator pump. No additional information was provided.